Event description:
Manufacturer received a report that the client's power wheelchair seat separated from the chassis when he was going down a ramp. Client did not seek medical attention. Manufacturer has not received further information or inspected the wheelchair as of the date of this report.

Manufacturer narrative:
The welds on the bottom plate of the seat tube have broken, this allowed the seat to move excessivley which contibuted to this instance. The welding parameters have been updated for this part to provide better longevity and quality. The newer part has been installed on this chair.